Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (B)(6), 2010. According to the complainant, on (B)(6), 2011 when the physician attempted to withdraw the placed tube he met with resistance however he continued to withdraw the device. The internal bumper fell off inside the patient and was removed endoscopically. The procedure was completed with the new securi-t percutaneous replacement gastrostomy tube. The patient's condition was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed both ports were in the open position. The c-clamp was closed and located at approximately 2 centimeters proximal the 16cm mark. The printing on the outside of the tubing was worn. The external bolster was located near the 4 centimeter mark and was without issue. The internal bolster was detached from the tubing. The inner diameter of the internal bolster was jagged and torn, and remnants of the bolster were attached to the distal end of the tubing. Evidence was found of proper molding and attachment to tubing. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. During the physical evaluation it was found that the internal bolster had been separated. Bolster detachment during removal most likely occurs due to excess force applied to the device during removal causing the bolster to detach. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (B)(6), 2010. According to the complainant, on (B)(6), 2011 when the physician attempted to withdraw the placed tube he met with resistance however he continued to withdraw the device. The internal bumper fell off inside the patient and was removed endoscopically. The procedure was completed with the new securi-t percutaneous replacement gastrostomy tube. The patient's condition was reported to be good.